Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06jan2011. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also provides an explanation of each of the pump parameters. Section 4 explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU also outlines pump flow, stating that the blood flow estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. However, there are regions at the low and high ends where the relationship is not linear. The system controller also monitors the flow estimate, compares it to the known operational range of the pump, and verifies that for the given speed and power, the flow predicted is within physiological conditions. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information. Analysis of the submitted log file appeared to show the system operating as intended. A direct correlation between the reported events (gastrointestinal bleeding, dehydration) and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient was admitted the previous night for presyncope, which appeared to be gi (gastrointestinal) bleeding and dehydration. The patient was having ¿---¿ and ¿+++¿ on the monitor. Rpm was fluctuating down to the low speed limit which the center believed was at 8200. No alarms were reported for this event. The submitted log file contains approximately 34 minutes of data. Each captured event appeared to be associated with a pulsatility index (pi) event (120 total). No abnormal trends in pump parameters were observed ¿ power ranged from 5.0-7.0 w, estimated flow ranged from 4.6-6.0 lpm, and average pi was between 1.9 and 4.4. No atypical alarms were captured for the duration of the file. The pump speed remained above the low speed limit of 8200 rpm for the duration of the file. The system appeared to be operating as intended. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) and no additional complaints have been reported at this time. No further information was provided, the manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for presyncope. The pump's rotations per minute were fluctuating down to the low speed limit of 8200 rpm. Log files were submitted for review and pulsatility index (pi) events were discovered. The patient appeared to be dehydrated and to have a gastrointestinal (gi) bleed. The pi events were thought to be triggered by transient elevation in pump power. No device alarms occurred.